Manufacturer narrative:
Other, other text: the product was assembled and packaged 17-nov-20 on t-7 (168,000). DHR review found no discrepancies or anomalies relevant to the complaint. Incoming records review for needle component ne482 (lot #'s 20i03-4, 20i07-4) and for pro component mp836 (lot # 83530305) found no issues relevant to the complaint.no product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly.

Event description:
Investigation completed . No product was returned, attached in sme summary.

Event description:
Information received a smiths medical sharps safety/jelco hypodermic needle-pro needles leaked medication .reported after the nurse administered im epinephrine, it was noted that the needle had a hole and leak was observed on the patients skin. The medication was critical for the patient experiencing a severe allergic reaction as anterior, expiratory and inspiratory wheezing was noted along with intercostal retractions. Intravenous medication was resorted to then.. The incident was given a stat priority following the failed intramuscular injection, as the patient was in distributive shock. Patient was reported to improve after receiving the intravenous route of administration.